Event description:
It was reported that shaft break occurred. A 12mm x 3.25mm nc quantum apex¿ balloon catheter was advanced to the lesion; however, it was noted that the shaft of the device broke approximately six inches from the hub. The procedure was completed using a 3.25x12mm quantum balloon catheter. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).